Event description:
The customer reported the c-arm vertical lift would not go up or down. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the power supply and system is ready to use.